Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt the ipg shift causing immediate discomfort. Surgical intervention was taken for ipg pocket revision with the surgeon suturing the ipg down in the pocket. Reportedly post-operatively the patient's pocket site pain has resolved.